Event description:
It was reported that the catheter was checked prior to use on patient, and it was noted that the funnel detached easily. No patient injury reported. This product is sold in the us as catalog 170003100.

Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. (B)(4) representative samples and 1 actual sample were returned for investigation. Actual sample visual examination was conducted and it was observed that the catheter was broken into two parts. The returned sample was realigned and the total length was measured using a calibrated ruler. The overall length was within product specification. Both the catheter shaft and funnel were examined using the dino-lite to analyze the damaged area and torn edges. Based on observation, the torn edges were smooth. Based on the investigation conducted, the returned actual sample was found that the catheter broke at funnel joint and representative samples were found in good condition. No other related issue within the manufacturing processes that could lead to defective product to be shipped out. Therefore this complaint could not be confirmed.

Event description:
It was reported that the catheter was checked prior to use on patient, and it was noted that the funnel detached easily. No patient injury reported. This product is sold in the us as catalog 170003100.

Manufacturer narrative:
Qn#(B)(4). The device sample was not received by the manufacturer at the time of this report.